Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker contacted their clinic because they noticed their heart rate was higher than expected. The device was checked and found to be operating in safety mode. Device data was not able to be saved, but the distributor representative noted three error codes were recorded. At this time, the patient was sent home and the device remains implanted and in service. Technical services recommended emergent device replacement as the safety mode parameters are not programmable.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker contacted their clinic because they noticed their heart rate was higher than expected. The device was checked and found to be operating in safety mode. Device data was not able to be saved, but the distributor representative noted three error codes were recorded. At this time, the patient was sent home and the device remains implanted and in service. Technical services recommended emergent device replacement as the safety mode parameters are not programmable. The device was later explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The explanted device was not planned to be returned for analysis.